Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed visual inspection, which verified that the down stream occlusion seal was degraded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso was replaced and the device passed all testing. Additionally, the device motor was replaced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was bubbled/delaminated, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.